Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20.4 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 140 mm. The length of the infrarenal aorta was 126 mm with some narrowing of the inferior neck. The aneurysm neck, the iliac bifurcation, and iliac arteries were calcified. The right iliac artery was aneurysmal. The pt has history of chronic obstructive pulmonary disease and hypertension. No complications were reported during the implant procedure. Approx 8 months post-implant, the pt was diagnosed with an iliocecal fistula draining to the right groin. Eight months later, the pt was brought to the operating room for an exploratory laparotomy and explant of the stent graft. The fistula was found to be in the ileocecal area over the top of the right iliac artery, and was less than 3 mm in diameter. The fistula was repaired, and, because the pt's appendix was involved, it was removed. Yellow, purulent material was found emerging from the area of the right iliac artery aneurysm and along both sides of the endograft. No evidence of endoleak was reported, and there was no obvious communication between the blood stream and the fistula. However, there was accumulation of purulent material in the area posterior to the stent graft that tracked superiorly to the iliac bifurcation. The extender cuffs were removed and found to be occluded with purulent material, and there was no back bleeding from the aorta due to occlusion of stent graft with pus. After left axillofemoral bypass was performed, the pt's abdomen was further explored. The aorta was clamped just below the renal arteries, and the aneurysm was opened. The aneurysm was found to contain a large amount of yellowish, purulent, foul-smelling, mucoid material. The stents of the endograft were reported to have become perpendicular to the aortic wall in several areas, and the physician speculated that the points of the stents may have perforated through the arterial wall perhaps leading to the ileocecal fistula. The stent graft was removed. There was significant bleeding from the left iliac artery, which was difficult to control due to extreme calcification. After the bleeding from the left iliac artery was controlled, a large amount of retroperitoneal hemorrhaging was noted. It was reported that the stent graft had been covering a posterior laceration of the aorta, which was now bleeding more freely. The area was sutured; however, the pt became hypotensive and went into ventricular fibrillation. The pt was successfully defibrillated. As the proximal aorta was being sutured, the pt again went into ventricular fibrillation. CPR and attempts at defibrillation were unsuccessful, and the pt expired. The explanted stent graft has been received by medtronic ave, and its analysis is pending.